Event description:
Contract nurse had performed venipuncture and reported needle pre-maturely retracted into tube holder and blood sprayed on gloves, upper arms and chest of nurse. Blood was immediately cleaned off of nurse.